Event description:
It was reported that a surgeon used a 3.0 reaming rod with a 7.0 mm ex humeral nail. After the nail was inserted, the guide wire could not be removed. A 3.0 mm reaming rod was used instead of a 2.5 mm rod as indicated in technique guide. After canal was reamed, reamer assembly disassembled, reaming rod placed into canal, surgeon attempted to place nail over reamer but was unable to. Surgeon removed reaming rod and placed nail into canal. There was a five minute delay in the procedure. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device has not been explanted. A review of the device history records was completed: synthes monument manufactured the 7mm ti cannulated humeral nail le, p/n 04.001.230s, and lot number 6375133 (lot number 7335696 is a packaging rework lot number for the original lot number, 6375133. The lot was inspected and conformed to synthes inspection sheets for both dimensional and final inspections. No material review reports or non-conformance reports were generated for this lot. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.